Event description:
The patient experienced intermittent stimulation and stimulation in the wrong location. There was no known accident or incident related to the event. The patient had lost a significant amount of weight. The patient's symptoms were located at the paresthesia area. The lead was located in the cervical region for the treatment of arm pain. Palpating at the lead/extension junction caused the stimulation to change. The patient's device was reprogrammed and the patient had adequate coverage. He stated that the intermittent stimulation was tolerable. The patient decided he would wait and try out the new programming before pursuing other options.